Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely into the needle cap due to incomplete engagement of the locking mechanism, leaving the needle tip partially extended and unable to retract. This occurred prior to the placement of the device. The product user guide instructs the user to "check infusion site frequently for proper cannula placement'. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon placement if the labeling is followed. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report a pod which did not insert the cannula. Her bg rose to 440 before she noticed that the cannula had not inserted. She was able to activate a new pod and her bg levels came down. No further issues reported. The device is being returned for evaluation.